Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during firing in a video assisted thoracoscopic lobectomy, the stapler was able to fire but there was an incomplete staple line in the distal part.